Event description:
The customer reported that on (B)(6) 2011 higher than expected carcinoembryonic antigen (cea) results were generated on a unicel dxl800 access immunoassay system for multiple patient samples. Beckman coulter inc. Assessment of customer supplied data revealed twenty four initial cea results which were initially within or above the assay's normal reference interval. The initial cea patient results were all associated with as single cea reagent pack. Upon repeat utilizing a different reagent pack, lower cea results, either within or above the assay's reference interval, were generated. The cea results were not reported outside of the laboratory and hence there were no deaths, serious injuries or modification to patient treatment associated or attributed to this event. The customer indicated that the instrument assay quality control results were within the customer's established ranges during the timeframe of the event. No specific patient data, sample collection/handling information, or actual instrument system information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site for this event.the fse performed a routine system check, a carry over test, and a dilution test for gi monitor. All testing passed within instrument specifications. The fse also found the assay reagent pack in question and noted upon inspection that there was nothing unusual about the elastomer seal or puncture holes etc.the instrument performed as expected. Although all the erroneous test results were obtained from a single reagent pack, a definitive root cause has not been determined to date.